Event description:
It was reported that this patient received an inappropriate shock from this implantable cardioverter defibrillator (s-ICD) system whilst asleep. The following day, the patient presented to the hospital for review, where it was confirmed that the shock was delivered due to over-sensed noise. Provocative maneuvers were performed, which reproduced the similar noise at the time of the evet, while the patient was positioned on their left side. Although the testing revealed that the alternate vector could be appropriate, the physician elected to hospitalize this patient for close monitoring with the device therapy programmed off. X-ray imaging was also performed. Boston scientific technical services (ts) was contacted for review, and it was discussed that a system revision should be performed due to these reproducible artifacts, as well as intermittent over-sensing and low amplitude measurements could impact sensing. The physician subsequently performed a surgical revision procedure, where it was confirmed that the system was appropriately positioned. Additionally, there was no evidence of a connection issue nor electrode impairment. After the physician opened the device pocket, further provocative maneuvers were performed, and there was no evidence of noise. However, after the electrode was disconnected from the device, the physician observed blood within the header. The physician elected to surgically explant and replace the system to resolve the event, and no additional adverse patient effects were reported. The explanted s-ICD system was received for analysis.

Manufacturer narrative:
The returned s-ICD was thoroughly inspected and analyzed. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Although the s-ICD and electrode operated appropriately in the laboratory setting, engineers suspect there may have been a problem with the electrode/s-ICD interface while the products were implanted, resulting in transient changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode (sense b). These changes in the impedance pathway may have contributed to the<noise, oversensing, and inappropriate shock noted in the field; however, a definitive cause of this sensing behavior has not been determined. This report is being sent to provide new information in sections b5 (event description), d9 (device avail for evaluation and returned to manufacturer date), h3 (device eval by manufacturer), h6 (component codes, evaluation method codes, evaluation result codes, and evaluation conclusion codes), and h11 (additional MFR narrative).

Event description:
It was reported that this patient received an inappropriate shock from this implantable cardioverter defibrillator (s-ICD) system whilst asleep. The following day, the patient presented to the hospital for review, where it was confirmed that the shock was delivered due to over-sensed noise. Provocative maneuvers were performed, which reproduced the similar noise at the time of the evet, while the patient was positioned on their left side. Although the testing revealed that the alternate vector could be appropriate, the physician elected to hospitalize this patient for close monitoring with the device therapy programmed off. X-ray imaging was also performed. Boston scientific technical services (ts) was contacted for review, and it was discussed that a system revision should be performed due to these reproducible artifacts, as well as intermittent over-sensing and low amplitude measurements could impact sensing. The physician subsequently performed a surgical revision procedure, where it was confirmed that the system was appropriately positioned. Additionally, there was no evidence of a connection issue nor electrode impairment. After the physician opened the device pocket, further provocative maneuvers were performed, and there was no evidence of noise. However, after the electrode was disconnected from the device, the physician observed blood within the header. The physician elected to surgically explant and replace the system to resolve the event, and no additional adverse patient effects were reported. The explanted s-ICD system is expected to be returned for analysis.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available in the future, we will provide a supplemental report.